Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 19 occurred during the load process. The customer successfully loaded a new cartridge to address the event and resumed insulin delivery. There was no reported impact to the customer's blood glucose level.